Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic assisted bilateral inguinal herniorrhaphy with placement of mesh. He had revision surgery 4 months post surgery. The patient experienced surgical revision, pain, erosion, and recurrence.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: lpg1510 10x15 cm lp progrip flatsheetmsh (lot# ppi1088x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced recurrence, pain, and erosion. Post-operative patient treatment included revision surgery and repair of hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of bilateral inguinal hernias. It was reported that after the implant, the patient experienced recurrence, pain, and erosion. Post-operative patient treatment included revision surgery and repair of hernia.